Event description:
New information indicates the lead continues to exhibit capture anomaly. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a lead was exhibiting low impedance and loss of capture at high outputs with poor sensing. The patient was not feeling well. The device was reprogrammed to vvi and the patient condition improved.